Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under medwatch report mw5093863. It was reported that a female patient who underwent breast surgery with a 750cc cpx4 with suture tabs tall height smooth expander experienced deflation on an unknown side post procedure. As a result, patient underwent removal and replacement (replacement device unknown) on an unknown date.